Event description:
It was reported by service report that sharp edges are reported at the top of the side rail. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Exposed sharp edges on the siderail assembly.